Event description:
Boston scientific received information that during a recent upgrade procedure, this lead which had been previously repaired, was repaired again. The physician asked if there was supposed to be a slit in the silicon tubing that wraps around the damage on the lead inside of the lead repair kit, because there was not. Medical adhesive was used and the lead remains in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.